Event description:
A malfunction was reported with code malf 12, and the customer was unable to continue troubleshooting at that time. There was no adverse impact to the customer¿s blood glucose level. Follow-up actions included an attempt to reset the malfunctioning pump via callback and a follow-up email was sent by technical support.